Event description:
It was reported that during a ptca treatment procedure the maverick monorail balloon ruptured at 8 atms on the the tird inflation. (The initial inflation was to 6 atms and the second inflation was to 8 atms). The pt was asymptomatic during this event. The lesion being treated was a calcified. And 90% stenotic lesion in the proximal circumflex coronary artery. It is noted that resistance was met with insertion of the maverick monorail balloon catheter. The maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.